Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the lcs15 was not coagulating vessels adequately. The level power selector was set between variable-3 and full-5, and the test tip indicated a shear fault. Re-connected and tried again with same outcome. Another lcs15 was opened to complete the case. There was no consequence to the pt.